Event description:
Pt stated he couldn't breathe when using the device. The pt stated his face broke out into an allergic reaction causing redness on his nose and under his eyes from the mask. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).